Manufacturer narrative:
Manufacturing date updated. An event regarding loosening involving an exeter. Low profile acetabular cup was reported. The event was confirmed. Device analysis was not performed as the device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. A medical review concluded that the root cause of failure is related to overly aggressive reaming of the acetabular floor during primary arthroplasty leading to a cup largely unsupported by adequate bone. Root cause is procedure-related with regard to the reaming procedure during primary arthroplasty and as such is not device-related.

Event description:
The (B)(6) reported that during a monitoring visit to the (B)(6) centre, it was discovered that a patient who has been part of the (B)(6) clinical study underwent a revision of the acetabular cup on the (B)(6) 2013 due to component loosening. The study form documents that the patient developed a pain in the hip and was referred by their gp to the (B)(6) centre for review. The form further records that the acetabular cup and liner was a delta tt (non-stryker product) and was mated with an exeter femoral head. The form records that the stem was not revised as it was solid and that the time from surgery to revision was 156 months. Update during the medical review of the case it was discovered that the cup that was originally implanted and subsequently revised was not a delta tt, but an exeter low profile cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
The clinical research associate reported that during a monitoring visit to the (B)(6) centre, it was discovered that a patient who has been part of the (B)(6) study underwent a revision of the acetabular cup on the (B)(6) 2013 due to component loosening. The study form documents that the patient developed a pain in the hip and was referred by their gp to the (B)(6) centre for review. The form further records that the acetabular cup and liner was a delta tt (non-stryker product) and was mated with an exeter femoral head. The form records that the stem was not revised as it was solid and that the time from surgery to revision was (B)(6) months. Update - during the medical review of the case it was discovered that the cup that was originally implanted and subsequently revised was not a delta tt, but an exeter low profile cup.